Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for the treatment of epilepsy. The reason for call was patient said they had a seizure a few minutes ago, and they feel like the implanted neurostimulator turned off prior to their seizure. Patient also said they checked their implant this morning and it was at 40%. Patient stated that it has not depleted that fast in the past. On the call, patient connected to their recharger and determined that their therapy had depleted. Patient began a charging session on the call. Patient confirmed they are able to maintain a connection with the recharger. Patient will continue to monitor pace of ins depletion. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Patient reports that the issue is ongoing. On at least two occasions, the device battery rapidly discharged and turned off, causing the patient to have a seizure. The most recent occurrence was on april 29. Physician asked patient to keep a thorough diary of charge levels, recharging activity, and seizure activity. Field contact collected mdt data, session, and json reports. After reviewing the recharge data, it showed the battery is depleting about 50% every 3 days. Based off the data, it appears depletion is normal. Patient was instructed to monitor and recharge appropriately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative, confirming that, after reviewing the data, according to engineering, the battery depletion was normal. The patient is under the care of an epileptologist, who prescribes medication and dbs stimulation to reduce the frequency and severity of the patient¿s seizures. It's unknown if the issue was resolved. The patient will be seen by the physician for follow-up in june.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the rep attended the appointment and everything was fine. There were no more complaints from the patient about the device and they were on a better charging schedule now. The issue was resolved.